Event description:
Update: per information received on 25sep23; the surgery was a spinal procedure. The procedure was completed and there was a delay of "a few minutes to replace the broken item." . The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used in an unnamed surgical procedure on (B)(6) 2023 and the ¿electrocautery pencil switch stuck in on position during surgery. Pencil included in the spine pack¿. There was no report of impact to the patient or user. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 49 reports, regarding 73 devices, for this device family and failure mode. During this same time frame 4,166,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plp 2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used in an unnamed surgical procedure on (B)(6) 2023 and the ¿electrocautery pencil switch stuck in on position during surgery. Pencil included in the spine pack¿. There was no report of impact to the patient or user. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.